Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not working. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen was responsive but the key alignment was slightly off-centered. A review of the device history at the service center indicated button ID invalid errors and a touchscreen fail error. The probable cause of the nonresponsive touchscreen was due to contamination from fluid ingress. This can alter the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.